Event description:
It was reported that the patient¿s kidneys shut down, so they had to turn the pump down and for a time, the patient wasn¿t allowed any boluses with her ptm (personal therapy manager). The patient¿s kidneys got better/went back to 100%, so the patient was again allowed to use her ptm. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).